Event description:
Additional information - the left ventricular lead was explanted from the body after the patient deceased, due to a cause not related to the implantable cardioverter defibrillator system.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06800. It was reported that the patient presented to the emergency room due to syncope and bradycardia. After interrogation of the implantable cardioverter defibrillator and a chest x-ray, it was discovered that the right atrial lead, left ventricular lead, and competitor right ventricular lead had dislodged. There were no capture thresholds on any of the leads, and all 3 leads had high impedances. The left ventricular lead was capped due to patient anatomy, while the other leads were explanted. All three leads were replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.